Manufacturer narrative:
H.6. Investigation: bd received 7 shelf packs of bd eclipse needles from lot: 0244529. 20 samples from lot: 0244529 were evaluated by functional testing( shield activation) and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#: 1465371.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the safety shield comes off during activation. This occurred on 3 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that the safety shield comes off upon activation.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the safety shield comes off during activation. This occurred on 3 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that the safety shield comes off upon activation